Manufacturer narrative:
(B)(4).

Event description:
The consumer and health care provider (hcp) reported that the patient experienced a loss or change of therapy. The patient had overactive bladder and urine incontinence and was using pads. The patient needed their implant replaced and their hcp's office gave them a phone number for a manufacturer representative, but they were not there any longer. The hcp determined that the implantable neurostimulator (ins) was not working or the ins needed an adjustment. The therapy helped for the first year and after that it didn't help. The patient didn't have a patient programmer to check the therapy status. The patient's family member found the programmer and they hadn't used it in the 2 years the patient had the implant. They were trying to assist the patient with using the programmer and were not sure if they were doing it correctly. The patient's family member kept getting the poor communication screen. They were able to sync and verified that stimulation was turned on, set at 2.15v. The cause of the therapy stopping to work was not determined and no manufacturer representative was available. The action taken to resolve the therapy not working was that the hcp had tried contacting the manufacturer to find another manufacturer representative. The therapy issue had not been resolved. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.